Event description:
It was reported during implant procedure that the implantable cardioverter defibrillator set screw could not be removed. The device was exchanged, and the procedure was successfully completed. There were no patient consequences.

Manufacturer narrative:
The reported event of the physician could not tighten the atrial setscrew to connect the lead was confirmed. Analysis revealed that due to the physician¿s incorrect torque wrench insertions through the septum the setscrew inset became filled with punchouts from the septum. With the punchouts filling the setscrew inset, the torque wrench could not be properly inserted to properly engage the setscrew. In the many attempts to engage the setscrew the physician backed the setscrew out of the connector block socket. The loose setscrew then fell sideways across the connector block socket. The setscrew was then in a position where it could not be engaged or tightened on the lead. This is a user related anomaly caused by the incorrect use of the wrench by the user/physician.